Event description:
It was reported by service report that the brakes were not holding. No pt involvment or adverse consequences were reported.

Manufacturer narrative:
Results: worn gill brake plate kits.